Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's wife that the patient died and the wife "thought the device could have been the cause." She reported the cause of death was heart attack. Additional information has been requested and not received.